Event description:
After an rf denervation procedure, the generator recommenced a second procedure. The staff noticed this and stopped the procedure by switching off the generator. There was no impact of this on the patient. This did not result in any harm to the patient.

Manufacturer narrative:
The device is not yet received by the manufacturer for evaluation. Further action will be decided after the evaluation is completed.